Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their catheter "broke" a month or two after being implanted. The patient was not getting the kind of pain relief they were expecting from the pump. The patient wondered how often catheters fail. The patient also reported their theory that, when the prialt was increased, it caused a strain on the catheter which caused the issue. The patient was redirected to their healthcare provider (hcp). The patient inquired about pump longevity. Per the patient, they were having the catheter replaced but not the pump and the patient inquired as to why. The patient again reported having an x-ray done, but did not see the results. Additional information received from the patient on (B)(6) 2023 indicated that the patient's therapy hadn't "done a thing" and fentanyl and prialt had been tried in the pump without results. The patient again reported that the catheter was "cracked" and the patient had to "go back friday to have that done". The patient repeatedly asked what their dosage should be. The patient was again redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient had "serious problems with the system". Per the patient, the healthcare provider (hcp) "cracked the catheter right off the bat" and it was not discovered until (B)(6) 2023 when "he corrected it again". Per the patient, it was "not effective for the entire time" and they experienced a fentanyl overdose. Per the patient, "it took a little bit of time" and they brought him in unconscious to the hospital, but they didn't get his "medication straight", so he went to a "third or fourth hospital". The patient then went to a psychiatric hospital for two weeks, but "they knew what to do" with his medication due to the history of overdose. The patient was "unconscious for most of the time" and had "terrible dreams". The patient believed that the catheter was cracked "from the beginning" and that it did him "no good" and "didn't benefit" him in anyway. When asked if the drug didn't work, the patient stated "no, but he continued to increase the medication and it did not work at this stage" from the patient's experience. It was noted that the patient's first drug in their pump was a "fancy" drug, but they could not recall the name. The patient's medication was switched to fentanyl during the revision surgery. The patient inquired about materials in the catheters and how often they cracked. It was noted that the patient "missed out" on vacations due to the overdose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was further reported the patient had a doctor who didn't identify the cracked catheter for eight months. It was noted they were overdosed on fentanyl and unconscious for three weeks and went to five separate hospitals. The patient started with prialt then went to fentanyl. It was reported they never got relief from the pump. The patient requested physician listings.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6), 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6), 2023, the patient reported that they got good relief during the trial, but they had not gotten any relief of their lower back pain with the permanent implant. The patient stated that they had gone in every week to titrate up the medication, but their doctor said they would not increase it any further. Per the patient, they got a bolus from the pump every 3 hours. They did not have a ptm (personal therapy manager). The patient repeatedly asked several medical related questions. The role of the manufacturer and healthcare providers (hcps) was reviewed with the patient. The patient requested and was sent physician listings and was redirected to follow up with their current hcp to further address the issue. The patient called again later the same day requesting literature and the agent reviewed that links were available in the email that was sent with the physician listings. On (B)(6), 2023, the patient called back stating that the pump was switched to continuous about a week ago and they were wondering what the problem was when they had had almost 3 weeks of no relief. The patient mentioned their hcp said, ¿it¿s not working¿ and suggested explant. The patient stated that they were a retired nurse and when they had problems with catheters, they bolused them, so they were wondering if there was a problem with their catheter. The role of the manufacturer and hcps was reviewed with the patient and the patient was redirected to their hcp. The patient then wanted to speak to a manager, so was transferred to a manager. The manager reviewed options for pump programming (simple continuous versus flex dosing mode) and referred the patient back to their hcp for their therapy questions. On (B)(6), 2023, the patient called again re-reporting that they had had little to no effect from the fentanyl going through the pump. The patient stated that they had been very patient since february 13th, but they had had no success with the device. Where it was at, was inadequate and they needed to know what the problem was. The patient stated that they had a lot of experience with pumps as they were a retired nurse and felt that the manufacturer should have information about why it wasn¿t working for them. The patient also stated, ¿you know fentanyl, how it¿s strong¿ and then asked drug related questions. Throughout call, the patient services agent reviewed the role of the manufacturer and hcps and redirected the patient to their hcp. The patient then disconnected the call. On (B)(6), 2023, the patient called back about the same issue. The patient stated they had the trial using prialt and it was successful, but the pump was filled with fentanyl instead. The patient was wondering if the medication could be changed. The patient was redirected to their hcp to discuss. The patient then stated they were hurting and would have to go through another month of pain. The role of the manufacturer and hcps was reviewed with the patient and the patient was redirect to their hcp. On (B)(6), 2023, the patient called again stating that they had had no relief since implant and their doctor did a catheter dye study yesterday and found a half crack which caused the whole system to fail. During the call, the patient mentioned that the pump was ¿cranked up to 9¿ and that they had had a couple of falls. The patient wanted to speak to an expert regarding catheters. The agents reviewed trauma/falls/stress to the catheter with the patient and clinical data related to catheters. The patient was redirected to their hcp to discuss options on repairing or replacing the catheter and the billing of it.

Manufacturer narrative:
D9. The catheter was returned for analysis on 2023-oct-02. H3. Analysis of the catheter identified the catheter body to be deformed in shape; however, it did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.